Manufacturer narrative:
Testing of the returned parts subject to the MDR has been initiated, but not yet completed. The root cause for the issue is not yet undetermined.

Event description:
While testing the devices at the manufacturer, it was reported that two devices broke. This event did not occur during a procedure, there was no pt involvement. There was no user injury reported and no adverse consequences alleged.